Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that an rx xience v stent delivery system (sds) was used to treat the target lesion; however, a dissection was noted as the stent was deployed. Another stent was used to treat the dissection. No further patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Dissection is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use (IFU) as a potential adverse event. The IFU states: "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, there was no report of damage to the sds or difficulties deploying the stent implant which could have contributed to the dissection. Though a cause for the dissection cannot be determined, there are no indications of a product deficiency which could have contributed to the outcome of the procedure.